Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a bad lld spring. The fse replaced lld spring, and verified proper alignment and calibration of the x-arm. The instrument was tested without further problem and returned to expected operation.